Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, it was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device had minor scratches on lcd window, cracked case at display window corners and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 128 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.